Event description:
The manufacturer received information alleging that the device is not heating the water, and the patient is experiencing a dry nose, bloody nose pain, difficulty breathing, and throat irritation.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.